Event description:
The patient called for assistance with setting the date and time and mentioned that she was admitted to the hospital for dka on (B)(6) 2011. The patient did not feel well during the initial phone call and could not provide any additional information in regards to the dka incident. The animas representative assisted the patient with the time and date change. On (B)(6) 2011, the animas representative contacted the patient to obtain follow-up information on the patient's hospitalization. On (B)(6) 2011, the patient was admitted to the hospital with a blood glucose reading of 580 mg/dl. At the time of concern, the patient tested positive for ketones and received medical intervention with IV insulin. The patient's blood glucose came down to around 100 mg/dl after treatment. The patient resumed pump insulin treatment on (B)(6) 2011 and reported her blood glucose have been normal. During troubleshooting, the animas representative assessed the patient's alleged elevated blood glucose by evaluating the animas pump and the circumstance surrounding the incident. During the review of the pump setting, the patient indicated that the basal rate was accidentally changed to zero. The cde reportedly fixed the patient's basal segment and adjusted the patient insulin to carbohydrate ratio. The patient uses the abdominal area to infuse insulin. It was noted the patient did not have much fat. The patient's infusion site allegedly has scar tissue and lumps. According to the patient, the subject pump is working fine. There was no pump malfunction associated with the alleged event. This complaint is being reported as the patient could not set the date and time, accidentally changed a basal rate and was hospitalized for dka.

Manufacturer narrative:
There was no alleged product malfunction and the pump will not be returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was mention that the patient had difficulty with the pump settings which may have changed the pump's insulin delivery rates and contributed to the patient's elevated blood glucose.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed that the data from the date of the alleged event ((B)(6) 2011) had been overwritten due to continued patient use. Data was available from (B)(4) 2012. There were no alarms or pump conditions recorded in the black box or download history that would indicate a malfunction. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The force sensor was tested and found to be out of specifications. The pump cover was removed for investigation and revealed visible contamination on the force sensor. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.